Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, surgical intervention was taken to replace the ipg.

Manufacturer narrative:
Implant date was updated to (B)(6) 2018. It was reported a normal battery change took place. It is uncertain why. Visual inspection of the ipg did not identify any discrepancies. As received, the device successfully paired with a lab patient controller and displayed the "replace battery soon" message. The message was cleared, and normal pairing was observed. The ipg diagnostic log files were retrieved from the ipg. It was noted the device was running in the therapy application state and functional. A review of the logs showed, although the device was not at eol, it was approaching it. It was also determined the ¿replace generator¿ message was observed in the field and is likely what prompted the explant and replacement of the ipg. The ipg was tested to manufacturing specifications using ate and passed all tests. The ipg displayed normal device characteristics. Based on information obtained, decision is no longer reportable. Product performance engineering has confirmed normal device characteristics.